Event description:
It was reported a physician performed a myosure procedure for uterine tissue removal on (B)(6) 2014 and the fluid deficit started to increase. The physician removed "70 percent" of the fibroid and the patient was discharged home. The patient returned to the hospital on (B)(6) 2014 with "active bleeding" and the patient was admitted. There was no intervention required. The patient was discharged home on (B)(6) 2014.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is unk. Serial number of the hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is unk. Device history record (DHR) review was not able to be conducted for the myosure disposable device as the lot number was not provided by the complainant. (B)(4).